Event description:
A report was received that the patient had a new lead implanted to the ipg due to chest wall pain and burning sensation. The patient is doing fine following the procedure.

Event description:
A report was received that the patient had a new lead implanted to the ipg due to chest wall pain and burning sensation. The patient is doing fine following the procedure.

Manufacturer narrative:
Additional information was received that a new additional lead was implanted in patient's system for better coverage. The physician does not believe the chest wall pain was device related.